Event description:
The hyperform balloon catheter was used to protect the neck of the aneurysm. It was reported the catheter shot back and the vessel and balloon were ruptured prior to balloon inflation. Prior to pt use, the balloon inflated upon testing.

Manufacturer narrative:
The device involved in this event has been returned for analysis, but requires add'l investigation which is not complete at this time. A follow-up will be submitted after device evaluation is completed.